Event description:
It was reported that almost immediately after the implant of this artificial urinary sphincter, the patient complained of discomfort and was treated with antibiotics to try to relieve the discomfort. There was no improvement with antibiotics. The physician diagnosed a scrotal abscess that contributed to the discomfort and ongoing infection. This aus was removed and the abscess and infection were treated. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.